Event description:
Caller originally complained of the multiclix device appearing "warped." Upon review by the first level investigation unit, it was found that a properly seated lancet protruded from the end cap of the device. No accidental stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.